Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the average tortuous proximal left anterior descending artery (lad). Plain old balloon angioplasty (poba) was performed and then the physician attempted to advance the 4.00x8mm liberte bare monorail coronary stent delivery system (sds) to the target lesion. However, the sds could not be advanced and after several attempts it was removed from the patient. The physician noticed that the stent edge was lifted up and the stent had moved on the balloon. The procedure was successfully completed with a different device with no patient complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.